Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported the patient was not hospitalized for the peritonitis event. The patient was treated with injection of vancomycin (1gm. Stat dose, ongoing, route not reported) and injection of cefepime (1gm. Daily, ongoing, route not reported) for the peritonitis. Three days after the peritonitis onset, the patient passed away. The cause of death was reported as due to cardiac arrest. It was reported an autopsy was not performed. It was reported the patient was not recovering from the peritonitis event prior to death. It was reported pd therapy was ongoing until the time of death. No additional information is available.